Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
It has been identified that this record, mrn 9617229-2024-16395, is a duplicate of mrn 9617229-2024-16413. Please see mrn 9617229-2024-16413 for reportable events.

Manufacturer narrative:
It has been identified that this record, mrn 9617229-2024-16395, is a duplicate of mrn 9617229-2024-16413. Please see mrn 9617229-2024-16413 for reportable events. This record is no longer reportable to the FDA and will be un-reported.